Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.